Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), inflammatory response. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 10/02/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), inflammatory response. No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection. A dust like contaminate on the flip lid, outlet swivel, water tank, flip lid seal, bottom assembly, heater plate, dry box seal, and the dry box. The water tank had evidence of liquid spots with potential mineral deposits. Hairlike fibers on the bottom assembly, lift tray, and the dry box seal. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, accessory module and sd cover flip doors, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the potential 3rd party pollen filter. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Pil is unable to directly address the symptoms specified. Box h was updated in this report.